Event description:
The device was returned for an unknown issue. There was unknown patient involvement. The device evaluation revealed a downstream occlusion alarm in the event history log.

Manufacturer narrative:
One device was received for evaluation. A high density of 'high alarm displayed: downstream occlusion' reports were revealed in the event history log. To address the issue, the downstream occlusion seal, downstream occlusion bezel, and downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.